Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass grafting procedure, the suture broke mid way while pulling through tissue. They used another suture to complete the case. No patient injury was reported.